Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 2 patient samples tested for free thyroxine (ft4 ii). Based on the data provided, the results for 1 patient were erroneous. The initial ft4 ii result from the e602 analyzer was 0.023 ng/dl. The patient did not agree with the result and went to another laboratory for testing. A new sample was obtained and tested on an unknown system at a different laboratory and the result was 0.76 ng/dl. This result is considered to be correct. On (B)(6) 2016 ,the initial sample was repeated on the e602 analyzer and the result was 0.85 ng/dl. No adverse event occurred. The ft4 ii reagent lot number was 18837103 with an expiration date of 09/30/2016. A specific root cause could not be identified. The most likely root cause of the issue may be related to pre-analytics and/or sample handling in general since the alarm trace shows several abnormal aspiration and sample short alarms. Additionally, the test count on the measuring cells is high and a change might be necessary. Based on the information available for investigation a general reagent issue can most likely be excluded.